Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd needle precisionglide¿ 24x3/4in there was a white residue of foreign matter on the needle. The following information was provided by the initial reporter, translated from portuguese to english: white residue on the needle.